Event description:
Service was requested on this device based upon a report of overinfusion found during biomed testing. Customer reported programming 6060 pump with a 200ml bag. 6060 pump was programmed to administer 50 ml over a 15 minute period of time. The pump ran for 15 minutes and administered 56-57 ml resulting in an overinfusion of 6-7 ml. The same test was performed 3 times with the dame overinfusion results. The facility's representative reported that there was no record of any patient incident associated with this device since the last baxter service event.